Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump emitted a 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during the investigation no call service 064 alarms were observed in the pump¿s history. There was no data in the pump¿s history from time of the reported alarm due to continued use. The pump¿s rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.